Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6).

Event description:
It was reported that the patient experienced symptoms of migraine and loss of hearing during the trial period. The physician believed that migraine was due to the wet tap. Additionally, the patient reported abdominal pain. The patient completed the trial and the leads were pulled. The leads were thrown away.